Event description:
It was reported that during npwt utilizing a renasys touch and canister, an alarm for full canister was displayed even though the canister was not full. This problem was not solved by exchanging the canister. In addition, after replacing the device and canister, the situation remained the same, so the doctor discontinued npwt and switched to gauze treatment. There was no delay. Canisters will not be returned.

Manufacturer narrative:
The device used in treatment has not been returned for evaluation and the provided photographs unfortunately have not assisted in establishing a relationship between the reported event and the device therefore a root cause is undetermined, at this time. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered. A review of manufacturing records for the reported lot number found no non-conformances or anomalies during production. The device met all specifications upon release into distribution. A complaint history report for the reported event has been reviewed revealing further instances, these instances are being monitored to determine if additional actions are required. Please be assured that all products are released to market following rigorous quality checks during production and prior to dispatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.